Event description:
It was reported that a spectrum pump turned off /had an improper shut down. This occurred during setup in the emergency room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing was performed, and the reported issue could not be reproduced. Evaluation observed a dried liquid substance on the battery pins, causing them to remain depressed. A review of the event history log revealed ¿improper shutdown¿ messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the depressed battery pins. The battery pins will require cleaning to address the issue. Should additional relevant information become available, a supplemental report will be submitted.